Manufacturer narrative:
This device is manufactured from materials which do not contain chromium or cobalt. As such, there is no indication the subject device would have contributed to the reported elevated chromium and cobalt levels. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient called stating she had a left hip replacement 5 years ago, ever since she has been experiencing pain and difficulty walking. Patient stated her doctor said she has excessive levels of chromium and cobalt in her blood.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient called stating she had a left hip replacement 5 years ago, ever since she has been experiencing pain and difficulty walking. Patient stated her doctor said she has excessive levels of chromium and cobalt in her blood.